Event description:
It was reported by the customer that during routine check, cs300 intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement.

Manufacturer narrative:
Other contact email: (B)(6). Updated field: b4, b5, d9, e1(additional email)g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the unit suspect solenoid driver board. Replaced solenoid driver board to confirm the issue. Repair completed. Functional tests performed successfully. The equipment has been returned to the customer for clinical use.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected field: b3 (event date).

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement.